Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported there was a tmj revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
There was a revision performed in which the implants were removed and replaced; therefore the complaint is considered confirmed. Functional testing and inspections could not be performed due to the products not being returned. There was no reason given for the revision, therefore it is unclear if there was an allegation against the device. Also, there were no additional materials in the form of photographs, x-rays, scans, or physician's reports. For these reasons, the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.